Event description:
It was reported that the device was used during a surgery and it was not working at all. It was further reported that the alignment was impossible to perform. It was then decided that the surgery needed to be postponed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.